Manufacturer narrative:
. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - medical device problem code: 3191: dissatisfaction - quality/design. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the veritas console system, the error 161 (gfi pressure too high) was displayed and the suction stopped during the irrigation and aspiration (ia) step of the procedure. The procedure pack was replaced, the device was restarted and re-primed and the procedure was continued. There was no patient injury. The account also expressed dissatisfaction towards the usage of the device. No further information was provided.